Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 30 curved tip stapler was unable to open. The customer tried to use the instrument multiple times but it did not work. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the stapler functioned correctly and was removed from the patient. The staff was unable to open the instrument to put in another reload so a backup stapler was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the logs for the sureform stapler associated with this event has been performed. Logs show pn 488530-13, ln u80240612-0136, was installed on the system 5x and fired 5 blue reloads. On each install the first clamp was successful. On installs 1-5, the firings were completed with no pauses for compression. On install 6, the firing was completed with 1 pause for compression. After the 6th firing, the instrument was successfully unclamped per the logs. Approximately 50 seconds after the successful unclamp, the grip release tool was detected on the instrument, represented by error code 22027 in the logs. The stapler was force expired as a result of the grip release detection, represented by error code 282 in the logs. A minute later, logs show two instances of error code 282, indicating that the site may have attempted to re-install the instrument two more times after the force expiration occurred. As there were no unclamp failures shown in the logs, it is unclear what prompted the use of the grip release. There were no additional stapler related errors in the logs.